Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - device problem code: 1494 - off-label use, acd<3.0mm, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -4.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted due to low on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.